Manufacturer narrative:
Date of event: exact date unknown, event occurred four days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain above the implant site. It was also stated that the patient was having difficulty charging wherein sticky patches caused irritation. The patient was admitted at the hospital.

Event description:
It was reported that the patient was experiencing pain above the implant site. It was also stated that the patient was having difficulty charging wherein sticky patches caused irritation. The patient was admitted at the hospital. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.